Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - correction. H2: correction/additional information. H6: medical device problem code - correction. H11: additional information.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event. The patient¿s spouse found the patient ¿thrashing¿, vomiting, delirious, lethargic, had slurred speech, and hypertension. At this time, the patient¿s spouse did not see the sensor attached to the patient¿s body, nor did she see the patient¿s omnipod insulin pump connected to him either. The patient¿s spouse thought that the patient may have removed the devices or that they fell off due to the symptoms he was experiencing. The patient¿s spouse checked his bg meter reading, which was 450 mg/dl. It was also noted that was the highest reading their bg meter reading would show. She then took the patient to the emergency room (ER). At the ER, after a blood draw, the patient¿s bg level was found to be 944 mg/dl. The patient was treated with an IV insulin drip and 7 liters of IV fluids. The patient was admitted to the ICU and was still in the ICU at the time of report. The patient was a ¿little sleepy¿ but more responsive and able to answer questions more clearly. Confirmation of the allegation and probable cause could not be determined. The last sensor session was started on (B)(6) 2025 at 11:23 pm but failed during warmup at 11:54 pm. The app displayed "pair new transmitter" as it was on day 110 on (B)(6) 2025. The app was not in an active sensor session on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect clinical code - speech disorder. H6 health effect clinical code - delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event. The patient¿s spouse found the patient ¿thrashing¿, vomiting, delirious, lethargic, had slurred speech, and hypertension. At this time, the patient¿s spouse did not see the sensor attached to the patient¿s body, nor did she see the patient¿s omnipod insulin pump connected to him either. The patient¿s spouse thought that the patient may have removed the devices or that they fell off due to the symptoms he was experiencing. The patient¿s spouse checked his bg meter reading, which was 450 mg/dl. It was also noted that was the highest reading their bg meter reading would show. She then took the patient to the emergency room (ER). At the ER, after a blood draw, the patient¿s bg level was found to be 944 mg/dl. The patient was treated with an IV insulin drip and 7 liters of IV fluids. The patient was admitted to the ICU and was still in the ICU at the time of report. The patient was a ¿little sleepy¿ but more responsive and able to answer questions more clearly. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.